Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The following was reported: post-operative screw breakage. The patient accepted atlantooccipital fusion and decompression on (B)(6) 2017. No anomaly was observed in procedure. The patient felt pain when raise her head on (B)(6) 2018. The patient returned hospital and x-ray report indicated screw broke. The revision surgery was operated and broken screw was removed on (B)(6) 2018. Then patient condition changed better.